Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on last january. Blood glucose reading was 1000 mg/dl and customer was and almost at coma state. The customer current blood glucose was 441 mg/dl. Customer was experienced nausea. Customer stated that insulin pump had insulin pump error alarm during self test. The insulin pump will not be returned for analysis.